Event description:
Patients femoral head and liner were previously replaced on (B)(6) 2021. Surgeon noticed signs of trunionosis while cleaning out the joint. Doi: unk, dor: (B)(6) 2021, left hip. Please see (B)(4) for the second revision.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patients femoral head and liner were previously replaced on (B)(6) 2021. Surgeon noticed signs of trunionosis while cleaning out the joint. Doi: unk, dor: (B)(6) 2021, left hip. Please see (B)(4) for the second revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Additional information was received stating that the patient had a revision surgery to replace the head and liner then another revision surgery to remove the components due to infection. The cup explanted during surgery was a smith & nephew cup and liner. The head explanted was our head.